Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. No specific patient information regarding events has been provided. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that ethicon product (vicryl mesh/ vicryl suture/dermabond) caused and/or contributed to the adverse events described in the article? Was there any alleged deficiency relating to ethicon products used? Has this event been previously reported to ethicon?

Event description:
It was reported in a journal article entitled: beyond biologics: absorbable mesh as a low- cost, low-complication sling for implant-based breast reconstruction authors: oren tessler, m.d., richard g. Reish, m.d., daniel y. Maman m.d., barbara l. Smith, m.d., william g. Austen, jr., m.d. Citation: plast. Reconstr. Surg. 133: 90e, 2014; doi: 10.1097/01.prs.0000437253.55457.63 this retrospective study was performed to evaluate the use absorbable mesh as a low-cost, low complication sling for implant-based breast reconstruction. Between august of 2011 to june of 2012, 50 consecutive patients, ages 31 to 70 years, who underwent 76 direct-to-implant reconstructions. The reconstructive technique began with elevation of a sub-pectoral pocket. A saline sizer was then chosen based on mastectomy weight and measurements of the patient¿s breast base diameter. A marking pen was then used to trace the projected outline of the implant to assist tacking of the polyglactin 910 (vicryl; ethicon, inc., (B)(4)) mesh in proper position. The knitted vicryl mesh was then sutured in place using 2-0 vicryl sutures, ensuring proper lateral and inferior fold placement. The patient was then returned to the supine position, the final implant was chosen and placed in the pocket using a minimal touch technique, and the vicryl was secured to the pectoralis with vicryl 2-0 sutures in horizontal mattress fashion. The wound was then closed and dressed with dermabond (ethicon) glue. Type IV delayed hypersensitivity was due to allergic reaction to bacitracin diagnosed by the allergy service, capsular contracture due to postoperative radiotherapy requiring operative revision, mastectomy skin flap necrosis (n=2) which was treated with sharp debridement radiotherapy, and infection due to serratia sp. (N=1) that leads to implant failure were reported. Absorbable vicryl mesh in the setting of direct-to-implant reconstruction recaptures the lost efficiency from high-cost biologics. In conclusion, low complication rate, excellent subjective satisfaction, easthetic results, time-efficiency and low cost with the use of vicryl mesh have been encouraging. Continued follow-up is planned to evaluate long-term results. Additional information has been requested.